Event description:
Adverse event(s): "no pt impact" (no consequences or impact to pt); "delay of about 5 minutes" (no code available). Product problem(s): "system message displayed" (device displays error message). A nurse reported receiving a system message and losing footswitch function during a case. The footswitch was exchanged and the case was completed. No pt impact was reported.

Manufacturer narrative:
The facility ordered a replacement footswtich and the old footswitch was returned to the manufacturer for in=house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).